Manufacturer narrative:
The event of lead revision due to lead migration was reported to abbott. The patient requested to have the lead repositioned. Therapy restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
Additional information indicated that a surgical intervention occurred wherein the patient's leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2021-04945. It was reported that one of the patient's leads had migrated. The issue was confirmed via x-rays. Therapy was obtained with reprogramming but surgery is pending to reposition the lead.